Manufacturer narrative:
The device was returned and analyzed. Visual inspection confirmed a blunt tip and flash in the decanter tip that could be produced during the molding process. However, an inconclusive failure mode could not be determined. In conclusion, the root cause of the complaint was undetermined.

Event description:
It was reported that shavings were observed underneath the cap on the pointed end of the decanter. It was noted that three decanters had this issue. No patient complications have been reported as a result of this event.